Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that there was blood at the site. Customer's blood glucose was 437 mg/dl. Customer needed more supplies due to set change. Customer will not be returning the device for analysis.